Manufacturer narrative:
Based on available information, device malfunction could not be identified.review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.

Event description:
A physician attempted arteriotomy closure in the common femoral artery with the starclose vascular closure system after an interventional procedure. The physician could not advance the thumb advancer to the finish arrows could not fire the starclose clip. The physician tried to use the safety release button without success. The physician felt the device was stuck too hard to remove it; therefore, the patient was taken to surgery for removal of the device. A pta was performed with a balloon in the sfa via the contralateral side. Closure of the site was achieved in surgery. The patient stayed in the hosp for one extra day.